Event description:
The service and repair department documented that during a procedure on (B)(6) 2014 using the reduction forceps with serrated jaw, the left prong about 1- 2-cm in length, broke off into the patient. All items were retrieved. There was no damage, no delay in surgery and no incident for the surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A review of the service history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2014 the device broke.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the left prong broke off. The item is not repairable. The cause of the issue is unknown. A pd evaluation was conducted. The report indicates that one reduction forceps with serrated jaw, 144mm length, and ratchet was received for evaluation. The returned forceps was received in two pieces. One jaw was broken approximately 17mm from the end. The manufacture date of this instrument is november 5, 2003. Product drawings (se_459809, rev c, reduction forceps with serrated jaw repozange gezaehnt zahnsperre; se_459757, rev a, left blank, part 2 rohling links, teil 2 reduction forceps with serrated jaw; and se_459761, rev a, right blank, part 1, rohling rechts, teil 1, reduction forceps with serrated jaw) were reviewed during this evaluation. No drawing discrepancies were identified. The lcp t-plate 3.5 design & clinical risk management document (se_243270, version ab) adequately addresses the complaint condition ¿broke¿. Specifically, line# 270 assess the function ¿strength of instrument¿, with a hazard of ¿breakage/bending of instrument¿ as less severe risk with a moderate severity of harm, three, and an unlikely probability of occurrence, two, with possible harm listed as" significant prolongation of surgery". Based on the age of the returned device (over 10.5 years old), this device has outlived its useful life. Therefore this complaint is invalid from a design perspective. The returned device was manufactured in 11/2003 and is over 10.5 years old. The design is adequate for its intended use and did not contribute to this complaint condition. Based on the age of the returned device, this device has outlived its useful life. Therefore, this complaint is invalid from a design perspective. The age and repeated use of the returned device rather than a design deficiency has led to this complaint, the design is determined to be adequate for its intended use and the complaint invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.